Event description:
It was reported that the patient was interrogated and found the lv lead was not capturing on any vector. Patient was brought to the lab shortly after and lv lead had pulled back and was barely inside of the ostium of the cs. The lv lead was explanted and replaced. The patient was stable.